Manufacturer narrative:
Product wasn't returned to the manufacturer. No examination was performed yet. The review of the device history records and traceability is in progress to find if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Informations about the surgical steps received are insufficient to determine the root cause. Additional requests were asked to the reporter . Waiting to receive the products for product evaluation. Investigation still in progress. Not received yet.

Event description:
Mobi-c p&f us: disassembly. According to the reporter it was a two level cervical surgery c5-c6 and c6-c7; the implant was attempted to be inserted at c5/6. While initial insertion began, the implant seemed to slide off midline as the surgeon carefully implanted. The implant was only 25% in the space at best. The implant appeared to release early from peek and as the surgeon tried to further insert, the implant came loose from peek. The surgeon then had to pull out each piece of implant which was difficult because the teeth had engaged endplates. The surgeon eventually was able to remove the disassembled implant and replaced it with a new implant that was successful. No impact on patient. No delay in surgery. Surgery was completed by another implant of the same size. Update was received on august 15th: - distraction was realized. - the surgeon didn't try to correct the trajectory while the prothesis was in the disc space, - the prosthesis was not inserted with an angle. - the surgeon didn't encounter any resistance while inserting prosthesis. - the surgical technique was followed. Update was received on august 27th: - the surgeon did a trial to define what size of implant he must use in this case. - the reporter say he don't know why the implant change it trajectory. - he reported the uncus weren't asymmetric and the surgeon removed the uncus. - the implant holder wasn't in contact with retractor fixation pin during the surgery.

Event description:
Mobi-c p&f us: disassembly.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The product was not returned to ldr medical. Attemps have been made to know the product location but no information was provided on this subject. No visual and functional evaluation could be performed. The review of the device history records and the traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided by the reporter, based on the product history records, the review of the case with the project manager on december, 06th 2018 and the recurrence of this type of event for this implant, the likely cause for the event is unknown with the hypothesis of user error during the loading of the prosthesis into the implant holder. Indeed, the surgical technique indicate that it's very important te be careful during the loading of the device on the implant holder. However, the description received did not allow to understand perfectly if the surgical steps were followed or not. This hypothesis could not be validated. The root cause is unknown with the hypothesis of a user error.